Manufacturer narrative:
H.6. Investigation: bd was able to verify the reported failure with the picture provided. The lot number and the expiry date are entered manually into the labelling system for the human readable data. The expiry date is again entered manually for the 2d barcode information. Therefore, the expiry date was entered incorrectly following an intervention on the labelling machine on the line. As part of the control plan, we perform a 2d barcode check for gradeability and readability of the barrel label. The check is performed every label roll / ribbon change and at the start of the shift. There is no health or safety risk to the patient. The labels do not incorrectly extend the expiration date in any case; and in all cases the human readable portion of the label is correct for the expiry date. On 25 july 2019, changes were completed to the system so that only one manual entry is required for the expiry date. This entry populates the data strings for the human readable and 2d barcode part of the label. Hence, if the human readable data string is correct then the 2d barcode data string will also be correct. The vision system 100% checks the human readable data for every label which is scanned via the production pick list and if the human readable expiry date on the label does not match the vision data string the syringe will be rejected. CAPA#: 1088707 has been initiated to investigate the issue. The non-conformances were reviewed for this batch and there was no record of non-conformance associated with this batch. H3 other text.

Event description:
It was reported that 2 syringe 10ml reg pr saline 10ml fill experienced incorrect label information which was noted prior to use. The following information was provided by the initial reporter: material no: 306546, batch no: 9087501. It was reported that bar code expiration date is 03/31/2022 but scanning as expired on 3/22/1931. Per email: issue: bar code scan showing in system as flush syringe is expired.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 syringe 10ml reg pr saline 10ml fill experienced incorrect label information which was noted prior to use. The following information was provided by the initial reporter: material no. 306546, batch no. 9087501. It was reported that bar code expiration date is 03/31/22 but scanning as expired on 3/22/1931. Per email: issue: bar code scan showing in system as flush syringe is expired.